Event description:
The device was used during a laparoscopic splenectomy. Reportedly, the bag detached from the ring. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.